Event description:
The device was used during a laparoscopic nissen. Reportedly, the insulation was damaged and the product produced shavings. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.